Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an insulin flow blocked alarm. The customer's blood glucose level at the time of the incident was 498 mg/dl. They treated their high blood glucose with a syringe. The customer declined troubleshooting on the insulin pump. The customer stated they would wake up with a high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.